Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record confirmed the subject device was shipped in accordance to specifications. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred because the cleaning brush may have got caught at the breakage of the biopsy channel, then feel off and remained in the biopsy channel. The user could detect and prevent the suggested event appropriately by handling the device in accordance to the instructions for use, as identified below: "inspection of the instrument channel - insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end". "Brush the channels - the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use. If a piece of the brush comes off inside the endoscope channel, immediately retrieve it. Confirm that no parts remain inside either the instrument channel or the suction channel of the endoscope by carefully passing a new brush through both channels. Any part left in the channels can drop into the patient during a subsequent patient procedure. Depending on the location of the missing part, the part may not be retrievable by passing a new brush. In this case, contact olympus". "Do not attempt to pass the channel cleaning brush (bw-20t) or the single use combination cleaning brush (bw-412t) backwards ¿ i.e., by inserting the brush directly into the instrument channel outlet at the distal end of the endoscope¿s insertion section or directly into the suction connector on the endoscope connector. It may get caught, making retrieval impossible".

Manufacturer narrative:
The device was returned to the user facility for evaluation. The customer¿s complaint of ¿foreign object was blocking the channel and foreign material was existing the scope¿s channel. Was partially confirmed. The forceps passage of the scope was inspected and found to be blocked. A leak was noted at the scope¿s instrument channel/forceps passage. The control knob movement was found to be loose with play. The scope¿s plastic cover was dented. The bending section glue was found cracked on the scope¿s cover and insertion tube. Excessive buckles were noted on the scope¿s insertion and light guide tubes. There was also inflation noted on the light guide tube. The lg prong /mount cover glass was found loose. The light guide lens was cracked. The scope¿s angulation was noted to be low. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing a foreign object was blocking the channel and foreign material was existing the scope¿s channel. The customer reported that the scope was used in a gi procedure prior to being received in the sterile processing room. There was no patient injury reported.